Manufacturer narrative:
Date of event: 2014. Model number / catalog number: sc-2218-70, serial number: (B)(4), batch / lot number: 2000002883, model / catalog description: linear st lead kit 70 cm. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients device migrated due to scar tissue. It was also noted that the device stopped working. The patient underwent an explant procedure. No further information could be obtained.